Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the css coordinator that the patient underwent a pump exchange to another manufacturer's device. The patient was symptomatic at the time of the event. No alarms were noted. At the time of the exchange, the surgeon noted an inlet cannula occlusion and the patient was subsequently placed on ECMO due to clot formation.

Manufacturer narrative:
Weight: (B)(6). The device was returned to the manufacturer for evaluation. The report of thrombus was confirmed based on the evaluation of the returned pump; however, the report of an inlet cannula occlusion could not be confirmed as the sealed inflow conduit was not returned. The pump was returned assembled with the percutaneous lead (lead) cut approximately 8¿ from the pump housing and the severed portion of the lead was not returned. The sealed inflow conduit was not returned. The sealed outflow graft was returned attached to the outlet elbow. The outflow graft bend relief was returned unattached. The outlet elbow was returned attached to the pump outlet port. Both the proximal-side of the inlet stator and the distal-side of the outlet stator revealed evidence of deposition in the pump. Upon disassembly of the returned pump, examination of the distal-side of the inlet stator and the blood tube/rotor inlet section revealed denatured thrombus rings adhered to the inlet bearing cup and ball. The thrombus rings appeared to have evidence of laminated layering, which is an indication that they developed over an undetermined amount of time while the pump was operating. Areas of the rings appeared similar, which suggests that they were a single formation prior to disassembly of the pump. Examination of the body of the rotor revealed a non-laminated deposition situated in between two of the blades of the rotor. A similar deposition was found in the proximal-side of the outlet stator. The structure of the depositions suggests that they did not develop in these areas. Although their origins and duration of time that they were present in the pump cannot be conclusively determined, the depositions had areas of denaturing, which indicate that they were present in the pump while it was in operation and were similar to portions of the ring thrombus found on the inlet bearing ball, suggesting that they likely developed there. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope, and no abnormalities that would have contributed to the formation of the thrombus were found. Thee pump was cleaned, reassembled, and functionally tested under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process, and the pump operated as intended. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from the (B)(6) registry stating: suspected thrombosis since (B)(6) 2013 but asymptomatic until 2 weeks ago; transferred to (B)(4) center for higher level of care and possible exchange. Concern for inflow/outflow/graft/cannula obstruction/clot per medical records brought with patient. Outcome: exchange. Additional information also indicated: signs or symptoms of hemolysis and heart failure. Nausea and vomiting. Intravenous anticoagulation.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.